Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported they were unable to exit from the preparing to prime loop. Customer's blood glucose was 145 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. It was also found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime and alamed during the prime test due to a faulty force sensor resistor. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.